Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Medfusion testing procedure was performed and the customer's stated problem was duplicated. The cause of the issue was the device having impact. Replaced all plastic parts of the plunger head and cracked battery door in order to fix the issue.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a syringe barrel and syringe plunger sensors issue and the battery cover was broken. There was unknown patient involvement and unknown patient harm reported.